Event description:
It was reported that during a laparoscopic gastrectomy, the device could not be fired when it was used on the gastric body at the 1st stroke of the 3rd firing. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged one piece sled. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? ---blue,ecr60b. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional and locking the device during firing. The device was tested for functionality in using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.